Manufacturer narrative:
The reported event of programmer error message could not be confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to being implanted. Device interrogation revealed an error message on the implantable cardioverter defibrillator (ICD). The device was not used. There was no patient involvement.